Event description:
It was reported that the patient with this pacemaker system stated there was a red call doctor (rcd) icon. Latitude data was reviewed and confirmed there were two red alerts recorded. The red alerts indicated this pacemaker exhibited two high out of range pacing impedance measurements of 2008 and 2327 ohms. It was unknown whether the pacing impedance measurements were on the right ventricular (rv) lead or this right atrial (ra) lead. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This ra lead remains in service. No adverse patient effects were reported.